Event description:
It was reported via maude (mw5176830) that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced life-threatening episodes of hypoglycemia and hyperglycemia. Although the cgm was reported inaccurate, there were no bg nor cgm values reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5176830. Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports where the patient experienced life-threatening event. Please see the related record (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. A voluntary MDR/medwatch report was received on 10/28/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 1 of 2 reports where the patient experienced life-threatening event. According to a report received via maude, the patient bg or cgm values were provided. Multiple due diligence attempts were made to contact the reporter for additional information; however, these efforts were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid.¿no additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 1 of 2 reports where the patient experienced life-threatening event. According to a report received via maude, the patient experienced life-threatening episode of hyperglycemia. Although the cgm was reported as inaccurate, no bg or cgm values were provided. Multiple due diligence attempts were made to contact the reporter for additional information; however, these efforts were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).